Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The customer reported that this force bipolar instrument was discarded and therefore cannot be returned for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, the force bipolar instrument used during this event was not reused in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted salpingo-oophorectomy procedure, the force bipolar instrument jaws became stuck on the hernia sack. Asa result, the surgeon excised the tissue in order to retrieve the instrument. It is unknown what medical intervention or repair was rendered as a result of the complication.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy procedure, the force bipolar instrument jaws became stuck on the hernia sack. The surgeon excised the tissue stuck in the jaws. It is unknown what medical intervention or repair was performed, if any, as a result of the excision of the stuck tissue. It is also unknown how the procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.